Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2010 and that it had performed all weekly auto self-tests alongside random manual power ons up to (B)(6) 2016. On (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. An additional two self-tests fails due to low battery were recorded up to the last log entry, prior to receipt at heartsine. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The investigation also found that the pad-pak had failed due to blown fuses. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.